Manufacturer narrative:
Event description, corrected data: information was inadvertently not provided on the initial report. Relevant tests/laboratory data, corrected data: diagnostics information was inadvertently not provided on the initial report.

Event description:
Clinic notes were received. On a visit dated (B)(6) 2018 it was provided that the device had high impedance. The battery status was 75-100%. X-rays were ordered and no discontinuity was found.

Event description:
A vns patient was referred for full revision as there was concern the lead may be causing the battery to deplete quickly. Follow-up was received indicating the physician wanted to replace the leads at this time to see if this is the reason the batteries are draining so fast. It was reported the seizure activity has increased as well. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Full revision surgery occurred. The explanted devices were reported to have been discarded by the explant facility.

Event description:
It was later reported that the patient had manipulated the device and tangled the lead to the extent that it was pulling on the vagus nerve, and the manipulation was believed to have also caused the lead fracture. The nerve appeared to have been stretched as observed during surgery.